Event description:
Pt on a levophed gtt to keep map >80. Pt bp started dropping about 1400 to map of low 70s. Med was titrated up over the next several hours with no response to med. Eventually fluid bolus given. Still no response. Finally, the pump channel was changed and tubing was noted to be collapsed inside the channel and no fluid was being delivered. The pump never alarmed. Tubing saved and taken to risk. Pump was not sequestered. New levophed bottles are plastic with a brown bag over bottle and vent needs to be opened on tubing. Upon investigation, tubing was not vented. Pump should have alarmed as tubing that is in the chamber was full of air and nothing was actually infusing into the patient. FDA safety report ID # (B)(4).